Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. The insulin pump was received missing end cap sticker. The insulin pump was received with cracked case at display window corners, broken battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 127 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.